Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that person with diabetes had received multiple line blocked alarms since they changed their site. Caregiver noted that it was bent at the top, approximately a 45-degree angle. Decided to put the infusion site on the patient's side, which went in successfully, but when they attempted to deliver the bolus, it was very slow and the patient reported that it stung. When they removed the 2nd infusion site, it was kinked. There was patient involvement and there was no patient injury.